Manufacturer narrative:
The internal complaint file#: (B)(4) has been logged for this incident for traceability. Belmont has not yet received the unit back for investigation. Clinilogger data has been provided and has been evaluated. The site has not provided belmont with any addition as of the date of this report (21apr2023). However, biomedical engineering technician, (B)(4), sent clinilogger (log file) data on 30mar2023. Belmont engineering observed that the highest temperature value seen in manual mode was 38.5 c. The team at belmont agreed that this would not likely contribute to a burn as it is close to physiological temperatures. On 13apr2023, biomedical engineering technician, (B)(4), sent an internal email to (B)(6) employee, (B)(6), requesting pictures of the injury that the patient sustained. No response has been received by belmont.

Event description:
It was reported on (B)(6) 2023 that the patient had "burn marks" on their skin after the allon had been used during a case. The customer was still deciding whether to send the unit back for investigation. As of on (B)(6) 2023, technical support engineer, (B)(4), had reached out to the site for the specific date and timeframe in which this event occurred but had not received a response.

Manufacturer narrative:
The cited unit was requested for investigation. But the customer reported that they tested out the unit and found it to be functional. Therefore, the device was not sent to belmont for further investigation. Belmont engineering reviewed the clinilogger data and found that the highest temperature in the log data during the event was 38.5 degrees celsius which would not likely contribute to a burn.multiple requests were made for images of the reported burn marks, however they were not provided. The reported burn marks on the patient's skin could not be verified. The device history was reviewed, and no other issues were identified. The device was tested at the user facility and passed with no issues. The complaint file may be reopened in the event the requested information is provided. No device malfunction could be verified, and the root cause could not be determined. Belmont will continue to monitor this issue moving forward.